Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient's system was auto-reducing due to one lead being fractured and one lead was having high impedances. X-rays confirmed one lead was fractured. Surgical intervention may be pending to address the issues.